Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was confirmed as having occurred in the field and replicated. Remote fe recorded error 32098 pointing to the brushless motor control (blmc) report by axes controller arm (aca). The unit was tested on an in-house system in normal mode where it triggered error 32098. Unit was also tested on a pftp where it failed direction test. Troubleshooting was performed with gold aca was installed to verify failure. No signs of damage during visual inspection. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a defective usm. The fse replaced the part to resolve the issue. The aca was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A review of the error logs confirmed several 32098 recoverable errors occurred during the first procedure. The user tried to recover from the fault several times and ultimately disabled the usm. Isi has not received the usm for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical engineer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to inform that universal surgical manipulator (usm) 4 was showing recoverable fault 32098. Even after recovering the fault and restarting the system, the fault persisted. The tse instructed the client to turn off the system, perform an emergency power off (epo) and turn the system back on again, but the fault persisted. The medical team opted to disable usm 4 and continue the robotic procedure with 3 usms. The tse confirmed the fault in the logs. The procedure was completing as planned with no reported injury. There was a delay of 20 to 30 minutes. Isi followed up with the tse and obtained the following additional information: the procedure was a laparoscopic retroperitoneal lymphadenectomy. System functionality was checked upon powering on the system and the system became operational when usm 4 was disabled. The system was switched on with the fault.